Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure; however, a conclusive cause could not be determined for the reported patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effect of angina, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent. It was reported the xience xpedition stent was used to treat a graft lesion. It should be noted the indications section of the IFU states: the xience xpedition everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure to treat a graft lesion. A non-abbott embolic protection device (epd) was placed, and the 3.5 x 23 mm xience xpedition stent was implanted at the graft lesion. After stent deployment, the physician attempted to remove the epd; however, the epd became caught on the proximal edge of the deployed xience xpedition. Force was applied and the epd was able to be removed, but it was felt that there was some damage to the proximal edge of the stent. Additional post dilatation was performed using a non-compliant balloon and the xience xpedition was fully apposed to the vessel wall. Post procedure, the patient experience some chest pain and medication was administered. Angiography was performed and no issues were noted with the stented lesion. No additional intervention was required. No additional information was provided.